Event description:
It was reported that the patient had some intense and severe spasms. These were sporadic, and started 6 weeks after the implant of the new pump in (B)(6) of 2015. Once, the whole right side of his body seized up and he could not move; he had to stop and wait for the spasms to subside. His legs would go all over the place and be spastic and have no control over them; and his foot would slam down on the floor. He had skin symptoms of itching, sensitive skin, pins and needles feeling, or felt sunburned. This affected the patient¿s sleep. The patient had issues/needed help with transferring; and he used a scooter. The patient had two falls where the fire department had to come and pick him up. The patient had urgency but also retention. He had intense restless leg syndrome, chills and shivering in the midst of warm weather, but no fever. The patient would have two good days and then the odd symptoms would begin again. At the first refill in (B)(6) 2015, there were no volume discrepancies and no alarms. The patient was taking oral baclofen most days. The next refill was scheduled for september. The patient had dose adjustments because at one point the dose increase was too much because his knees buckled. The patient was still having some of the symptoms reported too. Additional information received reported that the patient did not have concerns with their device or therapy. The pump system was being used to infuse baclofen (unknown).

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).